Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover was damaged which caused the x drive to lock up. The x-stage cover was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system would not move backwards. No troubleshooting could be performed. There was no patient present when t his issue was identified. The medtronic representative reported that the x-stage cover was damaged and needed to be replaced.